Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump did not have low battery alert prior to replace battery alert. Customer tried new batteries but still the issue was not resolved. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.

Manufacturer narrative:
Pump was received with a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. The pump passed the self test, active current measurement and sleep current measurement. The pump was monitored for several hours and no unexpected battery power loss or replace battery alert/replace battery now alarm noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. No alarms or alerts noted during the testing. No power error 25 and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. However, low battery alert was recorded and found in the formatted history file on: 02/03/2022 12:26:00.000 insert battery alarm was recorded and found in the formatted history file on: 02/03/2022 04:04:55.000 to 02/03/2022 04:53:24.000, 02/03/2022 05:03:00.000 to 02/03/2022 05:13:00.000, 02/03/2022 12:09:39.000 to 02/03/2022 12:57:32.000, 02/03/2022 13:02:32.000 to 02/03/2022 13:17:00.000, 02/03/2022 14:13:48.000 and 02/03/2022 14:24:56.000. And power loss alarm was recorded and found in the formatted history file on: 02/03/2022 05:04:25.000, 02/03/2022 12:58:51.000, 02/03/2022 12:59:02.000, 02/03/2022 13:06:28.000 to 02/03/2022 13:29:49.000. Upon checking on the power data/detail trace file, low battery alert and power loss alarm was unexpected since the customer was using a good battery. Pump was cut open to perform visual inspection and found corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Unexpected battery power loss or replace battery alert/replace battery now alarm was confirmed due to corrosion the pcba 1 and pcba 2. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. A missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer were confirmed. Unexpected battery power loss or replace battery alert/replace battery now alarm was confirmed due to corrosion the pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.